Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the firing trigger was broken off and the staples on the acral part of the jaw were malformed. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.